Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress use stress, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service confirmed that the image guide (ig) fibers in the ig bundle were broken, due to external factors. The bending angle was lacking due to elongation of the angle wire. The forceps could not be smoothly inserted as the instrument/forceps channel was crushed, and there was fluctuation of the channel, due to external factors. The bending tube was damaged, and the insertion tube was crushed, due to external factors. Scratches were observed on the light guide connector, operation section, eyepiece, control section cover, grip, angle lever, up/down plate, and universal cord, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was fiber breakage in the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion tube was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off].